Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, "didn't feel well at 60 bpm and was symptomatic so the physician adjusted the settings." The device remains in use. No further patient complications have been reported as a result of this event.